Manufacturer narrative:
(B)(4). This is a report of a use error where a supply bag fell and disconnected from the supply line resulting in air in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag fell and disconnected from the supply line and that there was air in the line without an alarm during fill three of five. The patient was connected to the homechoice. The patient would use a manual bag to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.